Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pumps screen is scratched. The blood glucose reading is 246 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with minor scratches on lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).